Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they jumped into the water wearing the insulin pump and now experiencing keypad anomaly. Customer accidentally jumped off the boat and forgot the insulin pump was still on. Customer was getting a button error message and the keypad is not working. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the insulin pump would be replaced.